Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation issues, a rise in pace impedance measurements remaining within normal range and rising threshold measurements. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.